Manufacturer narrative:
The device, used in treatment was returned for evaluation. Visual inspection of the returned device confirms that the device has signs of wear and tear from use. The device was manufactured in 2014. According to clinical/medical investigation, the case reports that part of the slap hammer broke off when trying to remove cutting block. A photo of the device confirms that it broke into two pieces. Per complaint details, the procedure was completed using a backup device with minimal delay and no patient injury. Therefore, since no patient harm is alleged, no further assessment is warranted at this time. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history for the listed part revealed prior complaints for the batch. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Probable causes that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to and after each use and cleaning. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. A review of risk management files and the instructions for use found that the reported failure was documented appropriately. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that the slaphammer broke while trying to remove the cut block. No delay reported. No patient injuries reported. A s&n backup was available.